Manufacturer narrative:
Based on the results of the investigation, the type of foreign material was not reported and could not be identified. The most likely cause of the foreign material in the scope was unable to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water cylinder and air/water tube. There was no patient involvement.